Manufacturer narrative:
We are waiting for additional info. We are unaware about pt injury.

Event description:
The laser sys has the following problem: "low power" no adverse effects to pt were reported.